Manufacturer narrative:
The insulin pump was received with arrow buttons that did not respond due to flattened button dome switches. No moisture damage on electronics was noted. The pump was unable to verify number 6 on the screen, loud buzzing anomaly, alarms, and perform displacement, basic occlusion, occlusion, prime, no delivery test due to no button response. The pump had scratched display window, broken reservoir tube lip and missing address serial number label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 466 mg/dl. The customer treated the high readings with manual injection. The customer stated that the numbers were not ramping on their own. The customer was advised that the up or down buttons may be stuck. The customer also stated that there was a no reservoir alarm and signal too low alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.